Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited post-sensed t-wave oversensing (pstwos). No intervention was reported. There were no patient consequences.